Manufacturer narrative:
Exact date unknown, event occurred several months ago from the aware date.

Event description:
It was reported that the patient was experiencing frequent ipg charging and it was non-functional. Database analysis of the battery discharge revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements revealed high values on port cd 1 contact. A constant foot pain was also reported. The patient was prescribed with oxycodone medication which provided a significant relief. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing frequent ipg charging and it was non-functional. Database analysis of the battery discharge revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements revealed high values on port cd 1 contact. A constant foot pain was also reported. The patient was prescribed with oxycodone medication which provided a significant relief. The patient will undergo a revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.